Event description:
Following a double mastectomy for breast cancer, rptr was implanted with silicone implants. Approx 6 months later she began having medical problems with leg pain, chronic cough, irritable bowel, joint pain, muscle weakness, and fatigue. She has been under the care of many drs and received many medications without good results. She has had the silicone implants removed and has had some improvement in symptoms, but still has the irritating cough.